Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the sheath could not be advanced over the guidewire was confirmed, but the exact mechanism of damage was unknown. One 0.018¿ x 35cm guidewire was returned for investigation. The guidewire was received in its hoop, but exhibited evidence of use. A microscopic examination revealed biological material between coils. The weld tip was present at each end of the guidewire, but dislocations were observed in the coil wire adjacent to the proximal weld tip. The dislocations increased the od of the guidewire at the proximal end of the guidewire. No break was observed between the coil wire and weld tip. An attempt was made to pass an unused microintroducer over the proximal end of the guidewire, but the dislocations in the coil wire prevented the dilator from advancing over the guidewire. No evidence was observed which suggested a root cause to the event. While the exact cause of damage could not be determined from the sample analysis, possible causes include damage during packaging, handling, or use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the introducer needle was removed, the sheath was attempted to be advanced through the guidewire, however, the sheath could not be advanced. There was no reported patient injury. 06/02/2021: returned wire exhibited dislocations in the coil wire.